Event description:
During preventative maintenance of the device, the field svc rep reported that the unit was missing the gross filter. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Device not returned.